Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effects of death and perforation as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional 2.8x19mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported during an atherectomy procedure a perforation occurred which required a graftmaster for treatment, but the stent did not seal the perforation which had elongated. A second graftmaster was advanced to but was unable to seal the perforation as it kept elongating. Perdicardial effusion occurred; subsequent death. Reportedly, the cause of death was coronary perforation, cardio pulmonary arrest and cardiogenic shock. No additional information was provided.